Manufacturer narrative:
The patient's weight has been estimated. Chronic doxycycline previously reported under MFR # 2916596-2019-05029. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with concerns of ventricular assist device (vad) infection. The patient continued to take doxycycline. The patient had been taking it chronically. The blood cultures that were taken twice were positive for interococcus bacteremia. The patient was discharged home on (B)(6) 2020 with plans for a positron emission tomography (pet) scan as an outpatient. The pet scan was done on (B)(6) 2020. The device operated as expected. The patient had no current symptoms, but was on lifelong chronic suppressive therapy, amoxicillin.